Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a weak battery, when ahead changed the battery and then got a low battery on the insulin pump. Customer also mentioned the act button was not responding. Customer received a failed battery test alarm after removing battery from insulin pump. The blood glucose reading was 76 mg/dl. Nothing further reported.